Event description:
Customer reported discrepant result with the neumodx sars-cov-2 on the neumodx 96 molecular system.

Manufacturer narrative:
No adverse outcomes were reported. The initial neumodx sars-cov-2 results were not reported to the physician. We are reporting this event in an abundance of caution and in accordance with the eua requirements.